Manufacturer narrative:
Sections with additional information as of 30-mar-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-5 error code. Husband is calling on behalf of the customer. When technician had returned customer's call, husband stated that a blood glucose test had been performed and a result obtained; husband did not disclose the result obtained. When asked how the customer was feeling at the time of the call, husband declined to answer any questions. When asked how the customer felt in relation to her diabetes, and was read the list of symptoms of hyperglycemia, husband stated "all of them, are you happy now?" Customer had a past stroke, is paralyzed and in a wheelchair, and has many other issues. Customer did not confirm that those health conditions are related to diabetes. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip expiration date is 08/31/2021 and open vial date was not disclosed.